Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator lock was sticking.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the refrigerator lock was stuck. A field service engineer inspected the refrigerator remote manager after the customer reported that the door was sticking, observed that the door was sagging, causing the bottom portion to rub against the refrigerator frame, powered down the system and replaced the latch, then performed final testing using the hardware test application. The customer successfully accessed the door multiple times through the application without any issues. The root cause of the sticking issue was improper alignment of the refrigerator door. The system functioned as intended after the field service engineer repaired the device.